Event description:
Cerebrospinal fluid (csf) was not confirmed. Only the hematoma was confirmed.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR report: 3006705815-2019-01447. It was reported that during a surgical implant procedure on (B)(6) 2019, the patient developed a hematoma amd was suspected of experiencing a csf leak, so the leads were explanted and the procedure was abandoned.